Event description:
It was reported that during the primary right hip surgery, the axial reamers seem to be bent and would not work properly compare to other ones. Another one was used to complete the surgery.

Manufacturer narrative:
An event regarding a nonfunctional omnifit reamer was reported. The event was not confirmed. Method & results: device evaluation and results: a dimensional inspection showed the device conformed to specification. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: not performed as the lot ID is unknown. Complaint history review: not performed as the lot ID is unknown conclusions: the exact cause of the event could not be determined because the event could not be confirmed. The returned devices were dimensionally inspected and found to be within specifications. No further investigation for this event is possible at this time.

Event description:
It was reported that during the primary right hip surgery, the axial reamers seem to be bent and would not work properly compare to other ones. Another one was used to complete the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.